Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading ranged from 375-400 mg/dl. During troubleshooting, the customer mentioned that they had bent infusion set cannulas due to serter issues. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.